Event description:
It was reported that a minimum fill notification occurred. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to reload the original cartridge, but this did not resolve the issue. Guided by technical support, the customer then attempted to fill and load a new cartridge, which also did not initially resolve the issue. Ultimately, the customer was successful in loading a cartridge onto the pump and resuming insulin delivery.